Event description:
It was reported that balloon detachment occurred. The target lesion was located in the left external iliac artery. A 3.0 mm x 100 mm x 150 cm sterling sl balloon catheter was advanced for dilatation. However, the balloon sheared in the patient's iliac artery. Subsequently, the detached portion of the balloon was trapped with a bare-metal stent against the vessel wall. The procedure was completed with a different device. No further complications were reported and the patient was uninjured.

Manufacturer narrative:
Updated describe event or problem. Device evaluated by MFR.: the device as returned for analysis. The device was bloody, and part of the balloon and the whole tip was missing. The balloon was loosely folded. The balloon, proximal weld, inner/outer shaft were microscopically and visually inspected. Inspection revealed 37mm of the balloon were returned with the separated end jagged. Inspection of the rest of the device found no other damage or defect. The reported balloon detachment was confirmed.

Event description:
It was reported that balloon detachment occurred. The target lesion was located in the left external iliac artery. A 3.0mmx100mmx150cm sterling sl balloon catheter was advanced for dilatation. However, the balloon sheared in the patient's iliac artery. Subsequently, the detached portion of the balloon was trapped with a bare-metal stent against the vessel wall. The procedure was completed with a different device. No further complications were reported and the patient was uninjured. It was further reported that the 90% stenosed, 200mm target lesion was located in a not very tortuous and heavily severely calcified at the origin of superficial femoral artery.